Event description:
As reported by the edwards field clinical specialist, resistance was encountered while advancing the 24f retroflex introducer sheath and the physician had to remove the sheath introducer and pre-dilate the vessel with serial ballooning. After pre-dilating the vessel, the physician continued to advance the sheath with severe resistance due to calcium. The sheath was successfully advanced and the valve deployed. After the delivery system was removed, the sheath was backed out slowly. Contrast injection angiograms were performed which displayed focal dissections in both the internal and external iliac arteries. Both dissections were stented. A final angio run was performed showing good flow through the artery with both dissections corrected. Per report, the physician communicated that a combination of the patients calcified iliac arteries and the diameter of the sheath caused a couple focal dissections during sheath advancement.

Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The edwards sapien/rf3 training manual instructs on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The physician training manual also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The minimum required vessel diameter for a 24 fr sheath is 8mm; in this case the vessel diameter is unknown. Per report, a combination of the patients calcified iliac arteries and the diameter of the sheath caused a couple focal dissections during sheath advancement. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.